Manufacturer narrative:
Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1420. Per reporter, the patient was instructed to remove the batteries and restart the pump. However, the pump continued to alarm. The patient was then instructed to replace the batteries and attempt to restart the pump again, but the alarm persisted. The patient was instructed to turn the pump off, clamp the tubing, and call their doctor. The pump settings were not confirmed because the pump continued to alarm. The event occurred while in use with a patient at the patient's house. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.